Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194, serial/lot #: (B)(6). A medtronic representative went to the site to test the equipment. The rep replaced the damaged hand control. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned handswitch. When installed in a test system it booted and readied. When actuated the 2d button wouldn't acquire an image. 3d and store button were functioning as expected when pressed. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used outside a procedure. It was reported that the hand switch was intermittently working. Additional information received reported that the manufacturer presentative was onsite to troubleshoot. It was determined that it was indeed the hand switch that was not working properly, and the foot switch worked every time where the hand switch was intermittent. It was noted that it was only the top button on the hand switch that would occasionally go out. No patient present.